Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # 634a27. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25a device arrived with no apparent damage. The breakaway washer was uncut and indented, and there were no staples present. Functional testing with a reloaded device and test washer showed that the device formed all the staples, completely cut the test media and breakaway washer, and produced a complete staple line meeting release criteria. The event reported was confirmed and is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. If the firing sequence is not fully completed, staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 634a27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. Additional information received: do you know the location of the rectal resection (e.g., ra, rb, etc.)? Ra lateral dissection was performed. Was it noticed any discomfort/abnormalities in its function when the product was used? It was said that it was difficult to remove, but is it correct in understanding that the product eventually able to remove? It was removed. The tissue was quite swollen. If you know, please tell us the shape of the staple. (For example, u-shaped, earthworm-shaped, etc.) It is unknown. Are there any problems with the patient's condition after surgery? The patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: do you know the location of the rectal resection (e.g., ra, rb, etc.)? Ra lateral dissection was performed. Was it noticed any discomfort/abnormalities in its function when the product was used? It was said that it was difficult to remove, but is it correct in understanding that the product eventually able to remove? It was removed. The tissue was quite swollen. If you know, please tell us the shape of the staple. (For example, u-shaped, earthworm-shaped, etc.) It is unknown. Are there any problems with the patient's condition after surgery? The patient has been discharged from the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection of rectum, ecs25a was used during double stapling technique (dst) reconstruction of rectum, but it was observed that the staples were malformed. The tissue donuts were created around the entire circumference. The doctor commented that the tissue was very thick and may have exceeded the recommended thickness. There was no effect on the patient because additional suture was performed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.